Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient reported that her health has been improving ever since explantation of the suspect medical devices. In addition, the patient reports that her blood tests have come back normal five months post-explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient who underwent an unknown procedure with unspecified mentor saline breast prostheses developed multiple autoimmune disorders post-implantation. In addition, the patient¿s left breast prosthesis migrated to her back. As a result, the patient underwent bilateral explantation on (B)(6) 2018. It was reported that the explanted devices both had small pieces of mold floating in them. This medwatch report is for the left breast prosthesis.